Event description:
Fluid ingress found behind the square plate at the foot end of the bed. Our concern is that contamination in this space could act as a vector for transmission of blood-bone viruses, gastrointestinal infections or from skin flora and some of these organisms can survive for a considerable period in the environment. If this is not a functional part then sealing it or the holes would mean it can be adequately decontaminated.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjohuntleigh (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.